Event description:
Three boxes of carefusion pleurx pleural catheter kits were received at the facility. The outer cardboard box housing the trays was labeled 50-9000b. The sleeve of the individual trays (units inside the cardboard housing) was labeled 50-7000b. The label discrepancy was communicated to the manufacturer and the devices were prepared for return to the company (see associated picture sent via e-mail). The packaging was not opened by the facility so contents could not be verified. There was no patient injury.